Manufacturer narrative:
H.6. Investigation summary: a device history review was performed and found no non-conformances related to this issue during the production of reported batch1608004. Leak between protector and vial. No picture or samples were provided for investigation. Three (3) retained samples were taken for evaluation. Visual inspections shows no defects. The protectors were connected to the vials using a m12 assembly fixture. All protector fitted properly the vials. Connected to an injector + syringe, functionality test was performed: no leak was found. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd san agustin plant. Visual inspections and critical dimensions for protector housing parts are performed according to ph-300 current version. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area or at the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. There is no evidence of failure during the manufacturing process. The defect couldn¿t be duplicated using the retained samples. The root cause cannot be established.

Event description:
It was reported with the use of the bd phaseal¿ protector (p14) there was an issue with leakage at the neck around the teeth of the protector.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd phaseal protector (p14) there was an issue with leakage at the neck around the teeth of the protector.